Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the device was getting "proximal pressure sensor auto-zero failed" alarm that had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Resolution and disposition are pending.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that there was a check vent: proximal pressure sensor auto-zero failed" (diagnostic code: 110a) that occurred in the repair center, and occurrence record of the alarm was also confirmed in the event log. It was also confirmed that the displayed average proximal pressure was -1.62cmh2o. The issue was resolved by upgrading the software version. No other abnormality was confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.